Event description:
Central monitoring system spontaneously and sporadically unasigns the arrhythmia function. Pt in iccu arrested. When monitoring strips were reviewed it was discovered that the initial strips were 2 channels of ECG and the alarm was a blood pressure alarm. The bedside monitor was checked and it was discovered that the ECG alarm source was the pulse. During the previous two weeks, prior to this event, on 3 occasions the nurse found 2 different monitors with the arrhythmia function unassigned.